Event description:
One month post-implant, the patient presented to the hospital in 2007 with cardiac tamponade. The fluid was drained and surgical removal of the device will be scheduled. The patient is in good condition.